Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous proximal right coronary artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent but was unable to cross the lesion. It was noted that the distal edge was flared. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.